Manufacturer narrative:
Internal complaint reference: case (B)(4).

Event description:
It was reported that, after an internal fixation surgery had been performed on 2020, the patient experienced a catastrophic failure of screws in femoral head and distal holes in late 2021. This adverse event was solved by a revision surgery performed on (B)(6) 2022 to explant the screws. External fixation was covered to thr. It is unknown current health status of patient.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation and the reported event could not be confirmed. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors and/or some potential probable causes that could contribute to the reported event have been identified as abnormal motion over time, bone degeneration, fit/sizing issue, lack of ingrowth, lifetime of device, and/or traumatic injury. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.